Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen does not respond when pressed and would not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond when pressed. This device has been identified as part of a product recall. This report represents all the info known by the reported upon query by hospira personnel.